Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Two out of nine connectors of the tigerpaw system ii device 1 and 3 out of 9 connectors of the tigerpaw system ii device 2 were engaged. The rest connectors were not engaged. The sutures were used to complete procedure. No known blood lost or injury referred to this event.